Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an eclipse with universal glenoid surgery during implantation of the universal glenoid baseplate the inferior peripheral screw got jammed. When trying to screw it in, the head of the screwdriver broke off and got stuck in the screw head. This had to be removed using the operace system. The screw head broke off in the process. The rest of the screw remained in the patient and the baseplate was left as it was. The inlay was then placed on top and the surgery was completed as normal. There was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. The most likely cause for the reported event is attributed to over-torquing/over-engaging the driver within the screw head.